Manufacturer narrative:
The reported event of alarmed occlusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that they experienced a ¿occlusion patient side¿ alert when there was no occlusion. The nurse was able to get the tubing set to operate correctly in a couple of instances, in others they had to change the tubing set in order to get it to operate as designed. There was no report of patient harm.